Event description:
It was reported that when turning on the computer the cardiosave intra-aortic balloon pump (iabp) has black spots on the boot screen . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter),e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) dispatched to the hospital to investigate an issue and confirmed faults reported by customers for repair. Fse replaced spare parts assy, display top lcd rohs. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.